Event description:
The customer reported that prior to use on a patient, a pb540 ventilator did not give an audible alarm. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the pb540, buzzer card. The unit passed extended self-testing.